Manufacturer narrative:
New information received determined this event is reportable as a serious injury. Therefore, this event is being changed from vmsr to an MDR reportable event as a serious injury pursuant to 21 cfr 803. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2023).

Event description:
It was reported that some time post port device implant, the port was removed and replaced. Allegedly, the patient had an infection. The procedure was completed using another device. The outcome of the patient is unknown.